Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported paramedic assistance and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.5-p001 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention from the paramedics with hypoglycemia. The patient's blood glucose levels declined to 0.6 mmol/l (10.8 mg/dl) while wearing the pod between 37 and 48 hours. There were no reported symptoms. The patient was treated with a lot of sugar. The paramedics finished treating the patient in 30 minutes and did not have to get transported to the hospital. The pod was removed.